Event description:
Journal reference: liu et al. "Erosion of gastric electrical stimulator electrodes: evaluation, managements, and laparoscopic techniques." Surg laparosc endosc percutan tech 2007; 17(5): 438-441. This article describes two case reports of pts with diabetic gastroparesis that were treated with gastric stimulator and had electrode erosion. Reportable event: a man with diabetic gastroparesis underwent laparoscopic placement of a gastric stimulator without complication. He required readmission postoperative day 4 for nausea, vomiting, and significant pain at the stimulator pocket site. Abdominal CT and edg failed to demonstrate any abscesses or electrode erosion through the gastric wall. The pt was given antibiotics for possible hardware infection and symptoms improved. After discharge, the pt complained of persistent gastric stimulator site pain. Sixteen months post implant the pt presented with pocket infection that did not resolve with antibiotics and wound care. The pt was consented for device removal and during surgery it appeared that both electrodes had eroded through a single point in the gastric wall. The device and 2 electrodes were removed and the subject recovered well from surgery.